Manufacturer narrative:
Abbott has confirmed that architect stat troponin-I list number (B)(4) lot 74264un11 is demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. The issue is specific to lot 74264un11 of (B)(4) and this list number is not distributed in the us. A product deficiency was identified and the specific root cause is being investigated. Initial indications suggested that the issue is caused by depressed (rlu) values. A shift down in patient/control concentration results (falsely depressed) could be observed when a non-depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a depressed rlu reagent kit. An elevated shift up in patient/control concentration results (falsely elevated) could be observed if a depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a non-depressed rlu reagent kit. All levels of abbott controls will detect the shift. If controls are out of range, performing a recalibration will restore the controls in range and accurate results would be generated. As described in the architect stat troponin-I package insert, it is recommended that each control level be tested once every 24 hours each day of use.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated discrepant results were generated on the architect stat troponin-I assay. The following results were generated on one patient sample: 0.026, 0.003, 0.039, 0.008, 0.013, 0.018, 0.015 ng/ml. One result was above the customer's cut-off of 0.030 ng/ml. The customer inspected the reagent kit and noted that the conjugate solution was cloudy. There was no report of impact to patient management.